Event description:
Customer reported leakage when using the pump to deliver IV solution. Laboratory evaluation found the leakage to be due to a split side seam in the cassette. No patient injury was reported.